Event description:
It was reported that during a total gastrectomy procedure, could not close the anvil. Another device was used to complete the case. There was not adverse consequence to the pt.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.